Manufacturer narrative:
Conclusions: as per information from the field recipient reported uncomfortable sensations when using the device. In addition evoked action potential measurements showed abnormal results. Device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which caused the reported faulty eap measurement results. A contribution of the lower-ohmic connection between coil and reference electrode to the abnormal perception cannot be excluded. In addition the recipient was experiencing strange noises even without the audioprocessor switched on. It seems that these noises are caused by tinnitus, which is stated by the surgeon on the device explantation report form. Other damages found are related to the explantation surgery. This is a combined initial/final report.

Event description:
The user reported pain in the implant area and hearing noise sometimes. This sensation was independent of whether the processor was worn. The explantation surgery took place on (B)(6) 2020.